Event description:
Repironics c-pap recall forced me to use my old serial 1 respironics (now defective). Recovering from covid and need a CPAP. Alternative c-pap machines (resmed (B)(4)) backlog makes them unavailable. FDA safety report ID# (B)(4).